Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error alarm loop during bolus or basal delivery. Analysis was unable to confirm compromised force sensor system alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.